Event description:
A memory lens iol was implanted in a pt's right eye in 1999. Opacification of device diagnosed and v.a. Reported as 20/50 od in 2003. Device was explanted & exchanged with vitrectomy. Corneal status immediately post-op reported as 1+ mce (microcystic edema). Report states no surgical complications and the pt's prognosis is good. No further info is available at the time of this report.